Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump requested a minimum of 50 units. There was no impact to the customer's blood glucose (bg) levels. The customer indicated they would add insulin to the cartridge and reload it on the pump. Additional troubleshooting with tandem technical support was declined.